Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the coring knife seemed dull. The surgeon stated that there was scar tissue in that area. The surgeon used a scalpel to complete the coring procedure. There was no delay in surgery.